Manufacturer narrative:
Image analysis the journal article has several procedural related images from case study two using various imaging technologies. Figure 4 images are before treatment images of the targeted vessel anatomy. Figure 5 images are from implantation of the stent. Figure 6 images are post-implant of the stent and show inward deformation of the implanted stent. Table 1 in the journal article indicates that a 10mm by 60mm protégé stent was used in an internal carotid vessel luminal profile ranged from 4.6mm to 8.8mm. Technical analysis of the images and table information provided in the journal article confirms that a 10mm diameter stent was implanted in a vessel that should have had a tapered stent used. The 10mm diameter stent was oversized for the vessel which resulted in the inward folding deformation of the implanted stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B3: date of publication journal title: stent folding deformation of precise and protege during carotid artery stentig: two case reports journal: journal of neuroendovascular therapy year: 2019 ref: doi:10.5797/jnet.cr.2018-0143. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The second case report of this journal article article (case 2) was published to provide details of an implant of a protege stent to treat an occlusion of the right internal carotid artery (ica) and stenosis of the left ica. Carotid ultrasonography showed low-brightness plaque, with a stenosis of 80% and maximum flow velocity of 330 cm/s. There were no neurological abnormalities. On cervical CT angiography, there was no calcification . Cerebral angiography revealed 75% stenosis of the left ica. Using a moma and guardwire, a protege 10 × 60 mm was inserted .there was no trouble from stent deployment until post-dilation using a non-medtronic balloon, but intravascular ultrasound (ivus) showed a shadow protruding into the vascular lumen at the stent center. Cone-beam CT revealed a folding deformation of the stent strut. Additional post-dilation with the non-medtronic balloon was conducted, but there was no change in the ivus finding. The procedure was completed through follow-up alone. There was no perioperative complication. The patient was discharged. No ischemic complications were reported after the procedure. Aspirin at 100 mg/dl was combined with clopidogrel at 75 mg/dl for 6 months after surgery. Subsequently, monotherapy with clopidogrel was continued. After 1 year, follow-up angiography did not show any intra-stent stenosis or delayed blood flow.